Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 3.8 mmol/l. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a "critical pump error" image on the display. The alarm could not be cleared. The insulin pump may have been dropped prior to the alarm; the customer plays hockey and they are a teenager. There was a crack on the back of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. Device received with cracked battery tube threads, faded serial number label and cracked case corner of the belt clip rails near the battery compartment.